Event description:
It was reported this balloon catheter was placed in a thrombosed arteriovenous hemodialysis fistula graft for the purpose of declotting the graft. It was reported difficulty was encountered removing the balloon catheter through an introducer sheath following the first inflation. Exertion against resistance resulted in the catheter shaft breaking within the introducer sheath. The balloon and introducer sheath were successfully removed as a unit. The procedure was successfully completed with this balloon catheter. The pt's condition is good. This balloon catheter and another MFR's introducer sheath were rec'd, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft was broken and the entire balloon was located in the introducer sheath. The distal section of the balloon catheter measured 11.7 centimeters. The distal 16 centimeters of the proximal section of the catheter shaft was slightly buckled. The point of break on both segments were elongated. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated this balloon catheter was used to break down clot in a dialysis graft which is not an indicated use of this device. It was also indicated that the balloon was not completely deflated before removal through the introducer sheath was attempted and resistance during removal was encountered. The points of break on this device were elongated which is indicative of exertion against resistance. Co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: " marshal balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedure other than those indicated in these instruction is not recommended. ..if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."